Event description:
The pt reported that the pump clock was gaining 12 mins per day.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged integrated circuit chip.